Event description:
A discordant (B)(6) result for (B)(6) was obtained on an advia centaur xp instrument. The discordant result was not reported to the physician. The laboratory reran the same sample on the same instrument and the result was (B)(6). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant (B)(6) result was unknown. The fse adjusted the sample calibration in the cuvette and replaced the sample syringe. The instrument is performing within specifications. Further evaluation of the device is not required.